Manufacturer narrative:
Four add'l devices of the catalog #t72-5-1108a were also reported with the following lot #: ppmyc07, ppwe54; ppmyn03 and ppmxw05. Device manufacture date for lot # ppmyc07: 02/13/2004. Device manufacture date for lot # ppwe54: 01/24/2003. Device manufacture date for lot # ppmyn03: 01/27/2005. Device manufacture date for lot # ppmxw05: 12/30/2003. A supplemental report will be submitted upon completion of the investigation. This is the same event as stryker reference number (B)(4).

Event description:
It was reported that these products did not pass the inspection for (B)(4).